Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer reported a glucose level of 89 mg/dl, while the healthcare professional (hcp) meter measured 200 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer showed symptoms of vomiting and ketoacidosis. The healthcare professional administered glucose, insulin (dose and type unknown), and intravenous bicarbonate for hyperglycemia diagnosis. There was no report of death, serious injury, or mistreatment associated with this event.